Event description:
According to the reporter, an alert from the pharmacy for indoor use on overconsumption of fibrinolytic (actilysis) since the beginning of january. In the service call, it was stated that there was an increase in blocked catheters (placed in another establishment). There was nothing unusual observed on the device prior to use. The catheter has been placed for three and a half months. There was no leak, and tego was not utilized. There was no luer adapter issue. There was no excessive force used on the device. The insertion site was not treated prior to product placement. The customer did not try to reverse the lines. The occlusion was due to thrombosis. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Actilyse was the remedial action done (currently the patient has passed on a fistula). There was no intervention/treatment required as a result of the event. The treatment proceeded and was completed after the remedial action was done. Blood transfusion was not required due to the event. The patient had not been hospitalized. And there was no reported patient injury.

Manufacturer narrative:
Additional information: a2, a3a, a4, b3, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 8888145044c, 8888145044c palindrome h 23/40kit vt (lot#2326900119); 8888145015p, 8888145015p 23/40 palindrome p kit (lot#2335200422). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, an alert from the pharmacy for indoor use on overconsumption of fibrinolytic (actilysis) since the beginning of (B)(6). In service call, it was stated that presence of an increase in blocked catheters (placed in another establishment). It was also stated that there were patients symptoms or complications associated with the event such as delay in patient care or extension of hospitalization, disruption of the operation of the service or inter-service relations. There was no reported patient outcome.

Event description:
According to the reporter, an alert from the pharmacy for indoor use on overconsumption of fibrinolytic (actilysis) since the beginning of january. In the service call, it was stated that there was an increase in blocked catheters (placed in another establishment). There was nothing unusual observed on the device prior to use. The catheter has been placed for 3 and a half months. There was no leak, and tego was not utilized. There was no luer adapter issue. There was no excessive force used on the device. Chlorhexidine alcoolique the cleaning agent used in the device. The insertion site was not treated prior to product placement. The customer did not try to reverse the lines. The occlusion was due to thrombosis. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Actilyse was the remedial action done (currently the patient has passed on a fistula). There was no intervention/treatment required as a result of the event. The treatment proceeded and was completed after the rem edial action was done. Blood transfusion was not required due to the event. The patient had not been hospitalized. And there was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.